Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing according to mfg spec. (B)(4).

Event description:
The customer reported that an 840 ventilator had a blank graphical user interface (gui) display. The device was not being used on a pt when event occurred. The date of the event is unk.